Manufacturer narrative:
A visual inspection was performed on the returned device. The reported kink and stretched coils were confirmed in addition to a material separation. The reported difficulty to advance was unable to be confirmed as it was based on circumstances of the procedure due to anatomical conditions. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported difficulties were due to circumstances of the procedure. The reported difficulty advancing was likely due to anatomical conditions. It is likely that during the attempt to advance moderately tortuous bend in the vessel, the barewire tip kinked preventing further advancement, and during removal the tip coils stretched ultimately resulting in separation of the coils and distal core. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the left internal carotid artery with mild calcification and moderate tortuosity. The emboshield nav 6 embolic protection system (eps) was prepped with no issues. During the procedure, the barewire was unable to pass a moderately tortuous bend in the vessel and failed to reach the lesion. Angiography revealed a kink at the tip. Upon withdrawal from the anatomy, the distal tip of the bare wire was noted to become unraveled while the core remained intact. Another bare wire was used to continue the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis identified that there was a separation of the coils and distal core 15.8cm distally from the proximal end of the coils.